Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that alarm 389 - "no o2 dosing possible" on bellavista . Logs and gas path test received. Customer informed that the unit is under 5 year warranty. According to customer the unit is under 5 year warranty. The gas path test results shows that the safety valve is leaking 38.65l/min.